Event description:
It was reported that the bha was done with omni fit stem and uh1 bipolar cup at 25 years ago, and the bipolar cup and head was replaced the new cup and head of tha because the patient had dislocated. The stem was not changed because it was not able to be explanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown uh1 bipolar cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Disposed at hospital.